Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 507 mg/dl. A manual insulin injection was administered to address bg level. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.